Manufacturer narrative:
Device evaluated by MFR: a manufacturer representative went to the site to service the system. Testing found that the circuit breaker was flipped off. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that the system was beeping continuously upon boot up as if the system was not connected. The system was connected. Hard reboot  was performed and disconnect the umbilical cable. The ias was able to reboot, but the mvs would not. There was no patient harm reported. Imaging and navigation were aborted.